Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020. Blood glucose level at the time of the incident was 410 mg/dl. Customer stated that her blood glucose will swing from low to high and she had changed set that day 3 times before being admitted. Customer was on an intravenous drip and was in the abdomen and was later in the thigh. Customer believed it was a change in the active insulin time for her. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated she had bent cannulas. Customer stated that they treated with insulin pump. Customer does not alleged insulin pump was under delivering. Customer forgot to fill the cannula dead space after removing introducer needle. Customer stated that high pressure test passed and insulin exited. The insulin pump and reservoir will not be returned for analysis.